Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Reportedly, the system will be explanted. All available information indicates that as of this time, the crt-d remains in service. No additional adverse patient effects were reported.